Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55840007535, 510k# k113174 and upn (B)(4) is cleared in the us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion surgery at t10-s2 due to stenosis. Post-op, the patient got infected and suffered buttock pain. Additional fixation on the pelvic was performed.